Event description:
The customer contacted baxter?s technical service center regarding an alarm, which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated one of the supply lines came loose and leaked solution. The hp already removed all of the supplies and started over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.